Event description:
It was reported that a patient underwent implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots. The patient's refraction post operatively was -4. As reported by the doctor, the refraction was not much of an impairment to the patient. No secondary surgery is planned. No additional information regarding the patient status was provided.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR/labeling) pouches between two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.